Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Site representative initially reporting this event, declined to provide patient demographic information. Return requested. Replacement computer shipped to site 03/16/2016. Medtronic investigation of returned suspect computer confirmed the reported fault of display going black. Within 2 minutes of powering the navigation system, the display went black. Internal inspection revealed the vgc cooling fan is not running, vgc overheats and shuts down. Cooling fan fault result in no video output - electrical failure on 03/21/2016 a medtronic representative performed a navigation system check-out, all areas passed. Computer was replaced. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, they unexpectedly saw a black screen on their navigation system monitor. A system re-boot restored normal function and returned to the register screen. While attempting to register, the screen went black twice more, they re-booted each time. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.